Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/27/2016. (B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, frequency, urgency, nocturia and vaginal bleeding.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation to treat stress urinary incontinence. After implantation, patient experienced pain, erosion, extrusion, infection, fistulae, recurrence, dyspareunia, vaginal scarring and neuromuscular, urinary and bowel problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.